Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that before use for treatment, it was confirmed there was no adhesive on the non-woven part of three (3) iv3000 7x9cm ctn 100. All products tested from the carton were affected. A competitor's dressing (unknown product) was used for the treatment. No delay was reported. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during set up for treatment, it was impossible to remove the release papers of three (3) iv3000 7x9cm ctn 100. All products tested from the carton were affected. A competitor's dressing (unknown product) was used for the treatment. No delay was reported.

Manufacturer narrative:
Internal reference number: (B)(4).